Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73e1600253 investigations did not show issues related to the complaint. The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
During a surgical procedure it was noticed that the clips did not close; another applier of the same lot number was used but again the clip did not close. There was no reported patient injury.